Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient began treatment for the peritonitis with injection reflin and injection fortum (both: 1 gram, once daily, ongoing, routes were not reported). It was not reported if the patient was hospitalized for the event. The outcome of the peritonitis was unknown. At the time of this report, pd therapy was ongoing. No additional information is available.